Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during an emergent left heart procedure [stemi], air was accidently injected into the patient's vasculature. The patient remained hemodynamically stable throughout the procedure. No injury to report.